Event description:
A power source alert was reported by the caller, but there was no adverse impact to the customer's blood glucose level. The issue occurred while using the tandem charging cable and wall adapter. After the caller left the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump began charging, and no further assistance was required.